Event description:
It was reported that the customer's insulin pump was not delivering the correct amount of insulin. The mother called back and stated that the device alarmed motor error during a basal. Troubleshooting could not be performed as the insulin pump kept alarming motor error. Instructed the customer to disconnect from the insulin pump and revert to back up plan until the replacement of the device arrives. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch.